Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was pt stated the controller battery quit working - clarified the screen would go blank. Pt said they kept resetting the controller, but the screen kept going blank and so rep told pt to call for battery pack replacement. Pt confirmed this occurs when trying to charge the implant. Pt inspected controller battery compartment and didn't see any damage. Pt then inspected controller port and said it looked like there were some pins missing from the end of the controller port. Pt confirmed recharger (rtm) plug looks ok. The issue was not resolved. An email was sent to the repair department to replace the controller. Additional information was received from the patient (pt). Pt called back stating they got their new controller but since they got the controller it was blank and unresponsive, and would not turn on. During call pt removed the controller battery pack and plugged the controller into the ac power supply, pt verified the controller turned on and displayed memory problem. Pt put battery back into controller and the controller was not charging with any flashing light or solid light. Patient services (ps) emailed repair requesting pt be sent a new controller battery. Information was received from a patient (pt) regarding an external device. The reason for call was pt says that last night they went to charge controller and the screen was on, but if they disconnect ac power cord the screen turns off. Pt says the battery door won't close. Resetting the controller did not resolved. The patient said they were recently sent a battery pack due to this issue but that didn't resolve it. A replacement controller was sent out. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient product ID 97745 lot# serial#(B)(6) implanted: explanted: product type programmer, patient product ID 97745bp lot# (B)(6) serial# implanted: explanted: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 97745bp, serial/lot #: (B)(6), ubd: , UDI#: h3: analysis of the 97745 battery pack (serial number)(B)(6) revealed a broken case. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.